Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high, out of range hv lead impedance in the rv to svc vector was observed. A loose connection was suspected to be the cause of the event.